Event description:
It was reported that the customer experiencing channel errors that happened ¿a while ago¿, where the pump shut down. Will try to unplug it/plug it back in. The event was reported to bd associate during site visit. There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.